Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #30 (type ii-iii bone). Primary stability and osseointegration were not achieved. The clinician states that at the appointment for an impression on two implants sites #30 and #31 the implant is site #30 came out in the impression tray. The clinician reports at the time of incident implant came out clean no bone on threads of implant. The implant was removed on (B)(6) 2013. Medical history: no significant findings.